Manufacturer narrative:
H3, h6: the device, used in treatment, was returned and evaluated. A visual inspection confirmed the returned ratchet wrench shows significant signs of wear/usage. A functional evaluation of the returned product confirmed the device is seized in the locked position on both ends, which would cause the device not to function as intended. A review of complaint history on the listed part revealed no additional complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during an external fixation, a ratchet wrench had failed to function properly because it sized up. The procedure was completed, without any delay, using the same device. Patient was not harmed as consequence of this problem.